Event description:
Complainant alleged that the medics were attempting to monitor a pt (age unknown), when the device's screen display intermittently blanked out. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.